Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Synovitis [synovitis]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from an hcp regarding a male patient, initials unknown, who experienced synovitis after starting synvisc-one. The patient's medical history is unknown. The patient received a synvisc-one injection (location and date not required). Following that injection, the patient experienced synovitis. The patient required hospitalization as well as arthrocentesis to treat his symptoms. The product lot number was not provided. At the time of this report, the outcome of the patient was unknown. Additional information was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.